Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the patient went swimming with the pump earlier in the day and when the patient go out of the water, the pump was powered off. The reporter stated that they tried to power the pump back on but were unsuccessful. The reporter confirmed no sound or vibration from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the black box review shows multiple consecutive power on resets events recorded after 128 ¿replace battery¿ alarm. A discharged "(B)(4)" battery was returned with the pump. The battery compartment and cap are undamaged and able to fit securely. Using a new battery, pump is able to boot up with auditory and vibration alert, but the display remains blank upon start up. The pump¿s cover was removed, moisture corrosion was found inside the unit on the display screen flex, the force sensor circuit, and to the pcb. The audio bolus button cover and contact are detached and missing, unable to take the audible sound reading.